Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that the device does not charge. There was no patient involvement. Available details indicate that the device had exhibited symptoms of failure as the device does not charge. The device was evaluated onsite. The power cable was reinforced and self-test was performed, there were no issue nor errors. Additional battery tests were performed, it was determined that the battery is of reduced life as it is operating within the limits, but no longer has the initial full capacity. The fse recommended to replace the battery. The customer was also informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was component failure. The reported problem was confirmed. The investigation concludes that no further action is required at this time.